Event description:
It was reported that the hyper/hypo cooling/warming blanket begins to leak while in patient use. The blanket is not leaking from the connection site, but rather appears to have holes in the main blanket material. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer did not make the product available for evaluation. H3 other text : device not accessible for evaluation.

Event description:
It was reported that the hyper/hypo cooling/warming blanket begins to leak while in patient use. The blanket is not leaking from the connection site, but rather appears to have holes in the main blanket material. The patient was not adversely affected and no clinically relevant delay in treatment was reported.